Event description:
Additional information was received from a consumer (con). It was reported that the soreness and the issue with the implant moving around was resolved. They stated that it helped them out and there were no circumstances that led to the soreness or the issue with the implant moving around.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having problems with the battery in their back and it was bothering them the week prior to the report. It was indicated that it was sore all around it and was moving around. There were no traumas or falls related to this issue. The patient mentioned that they would follow up with their healthcare provider. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider determined that the soreness at the ins site and the ins moving around was resolved by relocating the implant. The patient's healthcare provider indicated that the orientation and position of the ins was "pressing and causing pain." Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.